Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit before and after a battery change. The customer's blood glucose reading was over 600 mg/dl at the time of incident. Customer declined troubleshooting for high blood glucose and the battery out limit. Customer indicated that at the end of the phone call, the pump was able to rewind.